Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient and impact codes captures the reportable events of the article. Literature article source: b. Azizullah et al. Are all lumen-apposing metal stents equivalent for drainage of pancreatic fluid collections? A comparative systematic review and meta-analysis. Gastrointestinal endoscopy, (2025), volume 101, issue 5, s554.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "are all lumen-apposing metal stents equivalent for drainage or pancreatic fluid collections? A comparative systematic review and meta-analysis", by azizullah beran, et al. Per the article, comprehensive database searches were conducted through august 2024 to directly compare the clinical outcome of two types of lams (axios vs nagi) for endoscopic ultrasound (eus)-guided drainage of pancreatic fluid collections (pfcs). Three studies were drafted from those searches, with a combined total of 632 patients, including 299 who underwent drainage with the axios device. No significant differences were found between the two devices in terms of technical and clinical success. However, overall adverse events were higher in the nagi group compared to axios. The article concludes that both stents demonstrated high success rates for eus-guided drainage of pfcs. Please refer to the referenced article for full details.